Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown 2.00mm t plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: garg b, batra s, dixit v (2018). An unexpected healing of an established nonunion of the radial neck through teriparatide: a case report and review of literature. Journal of clinical orthopaedics and trauma. Volume 9s. Pages s103-s105. (India). This study aims to present a successful experience of teriparatide use in upper extremity for an established non-union of radial neck. This is a case report on a (B)(6) female patient who had persistent pain and tenderness around her elbow joint a day following a fall. Patient¿s radiograph revealed displaced radial neck fracture. Patient underwent an open reduction and internal fixation using an unknown synthes 2.00 mm t plate. However, the fracture failed to unite at 1 year post-op. Her pain around the elbow persisted. Patient refused to have a revision surgery. Her dexa scan reveals severe osteoporosis for which she was started on injection teriparatide 20 mg s/c daily. At 3 months follow-up, patient¿s pain had resolved. At 2 years final follow-up, x-ray revealed union of radial neck fracture. Patient remained asymptomatic and had full range of motion at elbow joint. This report is for one (1) unknown 2.00 mm t plate. This is report 1 of 1 for (B)(4).